Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 255 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and a headache. The patient reports the pods cannula was found to be bent. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital after 36 hours.